Manufacturer narrative:
One device was returned and evaluated. Visual inspection found the enclosure and tank cover were cracked. The front cover and line cord had wear and tear. The pcb and power switch were outdated. Functional testing was performed and confirmed temperature did not match the temp check. The pcb was faulty and caused the issue. Due to the age and condition of the device the root cause is not attributed to the manufacture of the device.

Event description:
It was reported that the device would not read the correct temp reading. No patient involvement was reported.